Event description:
According to the reporter during the laparoscopic sleeve gastrectomy procedure, the device had a sealing that was inadequate or partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was bleeding after cutting. The tissue or vessel being sealed is approximately 3 mm. There was no error message. No blood transfusions were performed. This incident did not cause the procedure to be extended by more than 30 minutes. There were post op issues. The completion of the procedure was delayed but it was done by switching to another generator.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted some eschar build-up on the seal plate of the device. Functional testing found that the device sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The sealing was adequate when the seal cycle reached end tone. It was reported that the device had a sealing that was inadequate or partial. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of improper cleaning was found. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the unit had a sealing inadequate/partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was a bleeding after cutting. The tissue/vessel being sealed was approximately 3mm.

Manufacturer narrative:
D10 concomitant products: lf1944, jaw lap lf1944 ligasure maryland 44 cm, (lot #40520237x) forcetriad, forcetriad force triad energy platform, sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5 additional information: g3, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device had a sealing that was inadequate or partial (with evidence of energy delivery and end tones heard). The seal showed evidence of energy delivery, and there was bleeding after cutting. The tissue or vessel being sealed is approximately 3mm. There was no error message. No blood transfusions were performed. The completion of the procedure was delayed but it was done by switching to another generator.